Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "'system error 105' alarms", determined to be caused by a failed motor (flex). Further evaluation found 6 of 6 motor mount screws severed, which is a known contributor to "system error 105" alarms. The failed motor assembly and motor mount screws were replaced.

Event description:
It was reported that a spectrum infusion pump alarmed "system error 105". It was also reported that there was no patient incident.